Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached eri status due to long charge times. Testing could not recreate the issue; however review of the device¿s memory showed it was consistent with devices where an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined that the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient (if required), albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the at the previous interrogation the cardiac resynchronization therapy defibrillator's (crt-d) battery showed 7.5 years remaining with an 11 second charge time. However, one month later the device had reached explant status with a charge time of 24.9 seconds. Boston scientific technical services (ts) was consulted and suggested immediate replacement. The crt-d was explanted the following day and no additional adverse patient effects were reported.